Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 7 required maintenance, as the customer reported that the drawer would not open. A field service engineer (fse) confirmed that the initial repair was postponed due to limited staff availability during night hours. A day technician subsequently inspected the issue and found that the bus cable had come loose. The technician reseated the connection, restoring drawer functionality. The system functioned as intended after the field service engineer repaired the device.